Event description:
Boston scientific crm received information from a competitor field representative (fr) that this right ventricular (rv) lead was exhibiting loss of capture. The fr stated the lead was no longer pacing or sensing correctly. The lead was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.